Event description:
It was reported that a patient with a 35mm 6625 porcine mitral valve in the tricuspid position was disabled via valve in valve procedure after an unknown implant duration due to leaflets thickening with severe stenosis. The patient presented with heart failure and fatigue. Ttvr was completed with a 29mm 9755rsl transcatheter valve and patient was stable at the end of the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). A DHR review is unable to be performed as no lot/serial number was provided. Engineering evaluation summary: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Per (B)(4), leaflet thickening may be attributed to structural valve deterioration (svd), non-structural valve dysfunction (nsvd), thrombosis, endocarditis, or any combination of these factors. Leaflet thickened is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia and coronary artery disease.